Event description:
It was reported that the patient presented to the emergency room due to a low heart rate (in the 40 beats per minute) and the device was in pacing mode vvi 65. The patient was symptomatic because the device was at elective replacement indicator (eri) due to high battery impedance. It was also noted that there was t-wave oversensing when the device was in the vvi 65 pacing mode. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. High battery impedance occurred, leading to eri. Eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.